Event description:
The plaintiff's atty alleged that the pt experienced a cardiac arrest and subsequently expired. These allegations were allegedly caused by the prod which was administered to the pt for dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to this event. A f/u report will be submitted upon receipt of any add'l info.